Event description:
On november 2000, 500 c of lipds infused in 1 hour 10 minutes. Device #1 was reportedly set at 21cc/hour rate and indicated 47 cc had been infused but IV was empty. Pt was not injured due to the incident.